Event description:
One assurant cobalt stent was successfully implanted in right common iliac during index procedure. Target lesion was calcified and 100% stenosed. Approximately 13 months post procedure, common iliac instent restenosis right reported and target vessel revascularization was performed. Investigator reported a possible relationship between device and study stent. Approximately 35 months post index procedure the patient presented with worsening claudication. The patient was found to have an occluded right common iliac artery by arteriogram. A right axillofemoral bypass was performed successfully. Investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (tvr).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
It was reported that the patient had an occlusion of the right iliac artery approximately 34 months post index procedure. No intervention was performed.